Manufacturer narrative:
The device was sterilized at the user facility prior to being returned to olympus for evaluation. The biopsy chanel and the suction channel were checked with a boroscope and scrape marks were found in the biopsy channel. In addition, there was fluid invasion in the scope connector and light guide prong. The device was serviced and returned to the user facility. The exact cause of the user's report could not be conclusively determined. This report will be supplemented if additional and relevant info becomes available at later time. An olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the user facility's reprocessing practices. No reprocessing deviations were noted. Please cross-reference the following reports for the other four colonoscopes: 2951238-2014-00035, 2951238-2014-00036, 2951238-2014-00037, and 2951238-2014-00038.

Event description:
Olympus was informed that five colonoscopes tested positive for klebsiella, citrobacter, pseudomonas, stenotrophomonas, e.coli, enterococcus and other non-specified gram negative bacteria. The user facility cultured the device as part of their microbiological surveillance testing. The device was reprocessed in a non-olympus automatic endoscope reprocessor prior to conducting the test. There was no pt infection associated with this report.